Event description:
The kyphoplasty prep tray had a hole in it when it was opened. Discarded pack and received a new one. Per reporter - I didn¿t take a picture of the kypho pack and the hole was in the outer layer of the pack in the middle. It was a rip about 3 inches long. Pack and packing list not saved.